Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported the patient's ipg became inoperable. As a result, surgery make take place in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.